Event description:
It was reported that the right ventricular (rv) lead had a sudden increase in impedance from the mid-300 ohms to greater than 1200 ohms. Also, during the same time there was a sudden rise in threshold to intermittent capture at 5 volts at 1.0 millisecond. There was also noise or non-physiological looking ventricular activity. A lead fracture or the beginning of one was suspected. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rv lead was switched to unipolar configuration. Impedance in unipolar continued to fall and threshold increased.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a warning was alerted for low impedance. Oversensing and inhibition was also noted. Reprogramming was performed and lead reprogrammed back to bipolar configuration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.